Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high, out-of-range (oor) shock lead impedance (sli) measurement detected via the patient remote monitoring system. The shock vector has been reprogrammed during the previous changeout due to a lead issue. However, the sli measurement has been observed to be increasing from 117 ohms to 125 ohms. Additional information received that the physician opted to continue to monitor the patient. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Boston scientific received additional information one year after initial observations were reported. The patient was seen in the emergency room after receiving eight shocks for atrial fibrillation (af) which did not convert the arrhythmia. The detection enhancements appropriately inhibited, and then v>a became true so it treated. The af was fine and there was some atrial undersensing. An open circuit was detected during shock delivery resulting in a code 1005. It was noted that the right atrial (ra) portion of the lead was programmed out of the configuration at the previous evice changeout due to an ra issue. The caller verfied that rv to ra shock impedance was greater than 200 ohms. Noise is now noted on the rate/sense portion and pacing impedance measurements have dropped. The code was cleared and system evaluation was performed. Shock impedance was 99 ohms, sensing is good and only one small episode of non-sustained ventricular tachycardia (nsvt) was noted. A revision procedure was performed and both leads were removed from service and replaced. No products were returned for testing.